Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the statlock clip opened spontaneously. No clinical consequences observed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a latch that will not remain closed was confirmed but the root cause could not be determined. The product returned for evaluation was nine sealed 10-12fr universal plus statlock devices. Additionally, one video was also submitted by the complainant for review. The device depicted in the video did not match any of the physically returned units. Therefore, the video was investigated as a separate unit a review of the complaint information provided by the customer found that the user had "quarantined" the sealed units but no defect was alleged against the sealed units. The returned physical samples were gross visually and microscopically inspected, but no damage to the components was observed. The units were functionally tested by placing a 10fr catheter in the statlock and attempting to close the latch. The latch was able to be closed in each device and did not open on its own when left alone for a prolonged time. Based on the available evidence, no defect could be confirmed for the sealed units. A gross visual inspection of the returned video found that after the user closed the latch of the statlock, the latch would open back up on its own after a couple of seconds. No other features were observed throughout the video which would indicate what was causing the latch to open on its own. Based on the available material for review, the complaint is confirmed, for the unit in the video, but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.